Event description:
A malfunction was reported on the pump, with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use a backup insulin pump to ensure insulin delivery was not interrupted, while tandem technical support arranged for a replacement pump to be sent. The caller was informed about receiving a pump with updated software and available training. Instructions were provided for returning the defective pump, and the caller acknowledged understanding of all guidance.